Event description:
Customer has observed low immulite 2000 psa results on patient samples and controls for 2 lots of psa reagent. There was no known report of treatment given or withheld based on the discordant psa results.

Manufacturer narrative:
Siemens is currently investigating this complaint.

Manufacturer narrative:
Siemens is currently investigating this complaint. Update: 02/01/2012: siemens has investigated this issue and it has determined that when using either lot 370 or 372 patient values are not clinically significantly different from previous lots (367 and 368). Controls run both in-house and at the customer site are within siemens specifications.

Event description:
Customer has observed low immulite 2000 psa results on patient samples and controls for 2 lots of psa reagent. There was no known report of treatment given or withheld based on the discordant psa results.